Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 12 atms on the initial inflation. The pt remained asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad coronary artery. The physician used a grandslam 0.014" guidewire and an 8 fr mach1 al2sh guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon of the same size to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.